Manufacturer narrative:
The following additional information has been requested but was not provided to date: weight, medications, and comorbidities. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient was admitted for endovascular aortic repair of an abdominal aortic aneurysm and implanted with a gore® excluder® conformable aaa endoprosthesis. It was reported that on an unspecified date in (B)(6) 2022, during routine follow up the patient presented with a type ia endoleak. It was reported that the patient's aortic neck had a 90 degree angle. As reported, a reintervention has not been scheduled but is planned at this time. The event is ongoing.

Manufacturer narrative:
Medical and surgical history: aortic aneurysm, a. Fib, hypertension, arthritis and vein ablation, cardioversion, aaa elg, tubal ligation, former smoker medications: xarelto, acetylcysteine, lovenox, atorvastatin, metoprolol tartrate, cartia xt h6. Added in a010865: an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. H6. B15, analysis of data provided by user/third party: patient imaging was provided for consideration. H6. D12, known inherent risk of device: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak h6. Code d15, cause not established: an imaging evaluation was performed on provided patient images. The imaging evaluation performed by a clinical imaging specialist showed the following: pre-implant cta available for evaluation. Proximal neck angle measures ~ 93 degrees. Diameters in the proximal 15 mm of neck length, distal to lowest right renal, range from 18 mm ¿ 22 mm. Unable to confirm a type 1a endoleak with available images. Medical information, as provided was added to h10/h11 g3/g4 date received by manufacturer updated to 31-oct-2022 as evaluation activities were completed in full on this date. H6. Removed c21, results pending completion of investigation, as evaluation activities were completed in full. H6. Removed d16, conclusion not yet available, and replaced with evaluation conclusions resulting from the investigation.

Manufacturer narrative:
H6: conclusion codes remain unchanged. The imaging evaluation performed by a clinical imaging specialist showed the following: pre-implant cta and post implant cta available for evaluation. Proximal neck angle measures ~ 93 degrees. Diameters in the proximal 15 mm of neck length, distal to lowest right renal, range from 18 mm ¿ 22 mm. Length from the lowest renal to the circumferential device measures ~ 7 mm. There is a lack of wall apposition within the proximal 15 mm of circumferential device. There is contrast outside of the device on the arterial and delay phases. There are patent lumbars present. There is an endoleak of indeterminate origin.

Manufacturer narrative:
H6: removed conclusion code d12. Code d15 remains unchanged.